Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported by the manufacturer representative (rep) that they had gotten a call that day regarding a patient who was reporting "extreme leg cramping" which started two weeks ago. The patient reported that they had fallen 5 times today. The rep stated they'd walked the patient through turning the device down to 0.0v. The rep walked the patient through how to turn down the ins over the phone and the settings were at 1.5v but the patient reported turning it up to 3.0v. The rep stated that the symptoms hadn't resolved at the time of the call . The patient was redirected to their health care professional (hcp) to check the device and follow up on the leg cramping. It was noted that there was no shocking or jolting being reported by patient. Additional information was received from the patient. Patient mentioned they had to shut their device off a "couple of years ago" because it was "malfunctioning" and causing their nerves and legs to "go insane". Patient stated they had talked with hcp about getting ins replaced in february and was told their ins was working "fine and in place". Patient said they wanted to get device replaced because it was malfunctioning, but that didn't happen. Patient stated they had lost their ID card and external equipment in a house fire in 2021. The patient was redirected to their healthcare provider to further address the issue. Patient service specialist emailed repair to send patient new external devices.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.